Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) popped during withdrawal. Pressure was held to achieve hemostasis. There was no reported patient injury. The physician reportedly had difficulty accessing the artery at the beginning of the case and stated it felt like hitting a wall with the sheath, and they were confident calcium was present in the vessel. At the time of closure, the device was inserted through the sheath without resistance, the balloon was inflated, and while pulling back to align the marker lines a popping sensation was felt, after which the device was removed and the balloon was confirmed to have popped. A 6f non-cordis sheath was removed and appeared intact with no damage observed. The mynx vascular closure device (vcd) was used in an interventional procedure performed via a retrograde approach. The deployer was trained and mynx certified. The puncture site vessel was arterial, and the device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. Vessel tortuosity was reported, and moderate peripheral vascular disease or calcium was present near the puncture site. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery or vein. The mynx vcd was stored and prepared according to the instructions for use. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) popped during withdrawal. Pressure was held to achieve hemostasis. There was no reported patient injury. The physician reportedly had difficulty accessing the artery at the beginning of the case and stated it felt like hitting a wall with the sheath, and they were confident calcium was present in the vessel. At the time of closure, the device was inserted through the sheath without resistance, the balloon was inflated, and while pulling back to align the marker lines a popping sensation was felt, after which the device was removed and the balloon was confirmed to have popped. A non-cordis sheath was removed and appeared intact with no damage observed. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) popped during withdrawal. Pressure was held to achieve hemostasis. There was no reported patient injury. The physician reportedly had difficulty accessing the artery at the beginning of the case and stated it felt like hitting a wall with the sheath, and they were confident calcium was present in the vessel. At the time of closure, the device was inserted through the sheath without resistance, the balloon was inflated, and while pulling back to align the marker lines, a popping sensation was felt, after which the device was removed and the balloon was confirmed to have popped. A 6f non-cordis sheath was removed and appeared intact with no damage observed. The mynx vascular closure device (vcd) was used in an interventional procedure performed via a retrograde approach. The deployer was trained and mynx certified. The puncture site vessel was arterial, and the device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. Vessel tortuosity was reported, and moderate peripheral vascular disease (pvd) or calcium was present near the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The mynx vcd was stored and prepared according to the instructions for use (IFU). One non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, a slightly kinked/bent condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length was attempted; however, it could not be executed due to the slightly kinked/bent condition of the component as received. An attempt to perform an inflation/deflation analysis was performed; however, it could not be completely performed due to a leakage observed on the balloon. A high-magnification microscopic evaluation was executed to evaluate the balloon. During this analysis, the presence of a leakage on the balloon was observed. The exact cause of the balloon leakage could not be determined based on the available evidence. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the balloon leakage found could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, access site vessel characteristics (there was moderate pvd/calcium at the site) and/or concomitant device factors (which was not returned for analysis) likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. Additionally, handling factors at the calcified access site likely contributed to the slight kinked/bent condition noted to the sealant sleeves, especially since it was reported that the physician had difficulty accessing the vessel likely due to the presence of calcium. According to the instructions for use (IFU), which is not intended as a mitigation, it states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.